Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an unknown procedure, the motor from motor drive unit handpiece was not working at all. The procedure was completed using a back-up device. It is unknown if there was a delay. No further complications were reported. During investigation it was found that the mdu overheated.